Event description:
It was reported that the support catheter broke prior to use on the pt. The catheter was removed from the hoop, flushed and then the distal end of the catheter was gently pulled on a few times, each time, the catheter broke at the pull site. There was no pt involvement.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The catheter was returned for evaluation with the distal portion of the catheter detached. The packaging hoop was returned with the device. The returned catheter length measures 129.1 cm form the strain relief to the break. The detached distal portion was not returned. The break on the catheter was examine closer under magnification (20x) and the break was not clean with evidence of stretching and ridges. The condition of the break is indicative of excessive force used on the catheter +/- 3cm. The complaint investigation is confirmed for catheter break. It is unk if procedural issues contributed to the reported event. Based on available information, the definitive root cause is unk.